Event description:
2/28: as a result of the recall, drug safety and surveillance did an add'l f/u with five physician's due to implants performed with iol's under the batch #081e. Of the five contacts, three pt's did not experience any problems post implant of the lens. One pt was 5 diopters myoptic post implant. He was fitted with a contact lens and doing well (cee on MFR rpt #2001044539us). The other pt was reported to have an induced myopia who had no problems and was fitted with glasses (cee on MFR rpt# #2001046399us). 3/2001: final investigation results rec'd from the MFR. The returned lens was that of +23.5d instead of labeled +18.0d. This lens was mfg by medennium, inc., irvine, USA. Batch records concluded that the root cause of this mix-up seem not to be a mix-up at the labeling of the pouch label, but probably occurred immediately after d-measurement or cosmetic inspection of the lenses. Within the batch (081e), 42+18d lenses were produced and 38+23.5d leneses under two workorders. Packaging and labeling operations for both workorders were performed the same day. A mix-up of lenses was the likely source of the error which was determined could only be operator error. Immediate corrective actions have been implemented to prevent reoccurance of this event. No further info is expected.

Event description:
Package mislabeling/wrong diopter[device failure, defect] myopia[myopia]. Case description: serious, medical device report. This report was received from an ophthalmalogy sales rep of a ceeon lens that was implanted and later explanted due to incorrect diopter. The physician believed that the package was incorrectly labeled with diopter size. On 11/2000, a ceeon lens, model 920/18.0(d) was implanted into the right eye of a pt after cataract extraction. The package was marked with a +18 diopter. After surgery, pt ended up with a -4 myopia. The physician immediately retinoscoped the pt and strongly believed that the lens of the power was far more than +18. The iol was explanted on 12/2000 and another iol (920/18.0d) implanted. The pt did not experience any further problems. Seven days later: the iol was returned to pharmacia and forwarded to the MFR for investigation. 1/2001: the investigation results concluded that the actual diopter of this iol was +23.5d. It was concluded that a labeling mix up was the likely source of the error. Within the batch (081e), 42 + 18d lenses were produced and 38 +23.5d lenses, under two work orders. The packaging and labeling operations for both work orders were performed the same day. Five days later: based on the info above, a decision was made to initiate a device recall of a total of 80 intraocular lenses mfg under batch #081e. This includes 42 lenses of +18.d and 38 lenses of +23.5d at customer sites. Of these 80 lenses, 47 have been implanted by 36 different physician's and 33 are at customer sites (to be contacted for return). This recall is limited only to distribution of customers within the united states.